Event description:
Description: some of the flush syringes have some kind of brown glue on the tip.

Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) follow up for device evaluation a report was received indicating the presence of a brown adhesive-like substance on the tips of flush syringes. To support the investigation, two sealed flow-wrapped samples and one photograph were submitted for evaluation by the quality team. Upon visual inspection, the syringe tip caps exhibited a brown-colored residue that appeared to be surface-level and not embedded in the material. The photograph provided confirmed the condition observed in the returned samples. No additional defects or abnormalities were identified. This condition may occur if residues from equipment lubricants are not fully removed following equipment maintenance or repair activities. A device history record (DHR) review was conducted for material number 306546, lot 5063053. The review found no quality issues or deviations during the production of this lot that could be linked to the reported condition. No related quality notifications were identified, and all manufacturing processes and final inspections were performed in accordance with specification requirements. The returned samples will be shared with production associates to raise awareness. As of this report, no similar complaints have been received for this lot. Based on the investigation and analysis of the returned samples, the customer-reported condition has been confirmed.